Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation.

Event description:
It was reported that the tip of the device became loose during the course of a surgical procedure. There were no adverse consequences reported. A back-up device was retrieved and the procedure was completed without delay.